Event description:
Related manufacturer report number: 2017865-2023-46922 it was reported during in clinic follow up that the atrial and right ventricular leads exhibited high capture thresholds. Imaging revealed lack of slack on both leads. The leads were repositioned on (B)(6) 2023. The patient was stable and asymptomatic.